Event description:
Procedure type: mastectomy. According to the reporter: customer stated that the needle was broken during the suture. Pt involved w/o injury. Surgery: radical mastectomy. Medical intervention didn't require. Surgery time extended by 30 mins or more. The pt is in good condition now. Additional information received: 1) did any piece of the broken needle fall into the patient's cavity? Yes. If so, was it retrieved? Was an x-ray used? Yes 2) was any intervention required because of the extension in surgery time? No.

Manufacturer narrative:
(B)(4).